Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. They were going more frequently, every hour instead of every two hours. The therapy was on. There were no falls/trauma that could be related to the issue. Also, there was an elective replacement indicator (eri) or low implantable neurostimulator (ins) battery icon. There was an allegation/dissatisfaction with the ins longevity. The original health care professional (hcp) had stated it would last 7 years. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient (pt) met with their healthcare provider (hcp) and a rep two weeks ago. It was discovered that the ins battery was dead and the pt repeated they were told the battery would last 7 years; a revision was scheduled to replace is and check leads on (B)(6) 2016. If additional information is received, a follow-up report will be submitted.